Event description:
Reporter called to report instability, frequent falls, pain, swelling, skin discoloration, burning sensation unable to walk 100 yards, difficulty climbing steps, poor gait and feels and hears a popping sound coming from his knee since his knee implant surgery in (B)(6) 2015. Reporter states that her husband has x-rays every six months to find what the problem maybe, that he is being seen in a pain management clinic, he has scheduled visits with an occupational therapist, he has decreased muscle tone to the right leg and unable to complete daily activities. Reporter has stated that her husband almost drowned after falling in a pond due to instability of his knee.

Event description:
Additional information received on 06/27/2017 from reporter for report mw5070268. Reporter states that her husband has fallen again on saturday ((B)(6)2017) due to his right knee giving out while on walking on his patio. Reporter states that his condition has worsened with increased difficulty walking, increased pain, increased inflammation, increased bruising, difficulty sleeping, a "crunching, popping" sound in his knee, fluid buildup in his knee as well as the incision scar on his leg becoming larger. He was not taken to the hospital. She has spoken to his physician but was told that there is no infection. She is attempting to reach out to another physician for a second opinion. She goes on to say that her husband's condition is making both of their lives difficult.

Event description:
Add'l info received from reporter on 08/23/2017 for report # mw5070268. Corrected email address.

Event description:
Add'l info received from a reporter on 09/13/2018 for report mw5070268. The reporter said that her husband had a revision surgery on (B)(6) 2017 to remove the previous implant. She said, his doctor said the previous implant was not the right size to begin with, and also rubbing against his bone which probably be the source of his pain. After the revision surgery, his knee started bleeding, he had infection and he had dvt. Her husband expired two weeks after the revision surgery due to respiratory failure. The wife also provided the lot and the model numbers for the previous devices.

Event description:
Add'l info received from reporter on 08/23/2017 for report # mw5070268. Corrected email address.

Event description:
Additional information received on 06/27/2017 from reporter for report mw5070268. Reporter states that her husband has fallen again on saturday ((B)(6)2017) due to his right knee giving out while on walking on his patio. Reporter states that his condition has worsened with increased difficulty walking, increased pain, increased inflammation, increased bruising, difficulty sleeping, a "crunching, popping" sound in his knee, fluid buildup in his knee as well as the incision scar on his leg becoming larger. He was not taken to the hospital. She has spoken to his physician but was told that there is no infection. She is attempting to reach out to another physician for a second opinion. She goes on to say that her husband's condition is making both of their lives difficult.

Event description:
Reporter called to report instability, frequent falls, pain, swelling, skin discoloration, burning sensation unable to walk 100 yards, difficulty climbing steps, poor gait and feels and hears a popping sound coming from his knee since his knee implant surgery in (B)(6) 2015. Reporter states that her husband has x-rays every six months to find what the problem maybe, that he is being seen in a pain management clinic, he has scheduled visits with an occupational therapist, he has decreased muscle tone to the right leg and unable to complete daily activities. Reporter has stated that her husband almost drowned after falling in a pond due to instability of his knee.